Event description:
Caller reported that the freestyle meter was offering their spouse very high readings. Insulin was administered based on these readings. The paramedics were called and the customer was treated in their home with a glucose solution.